Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary total hip arthroplasty with fourth-generation ceramic-on-ceramic: analysis of complications in 939 consecutive cases followed for 2-10 years" written by martin a. Buttaro, md, gerardo zanotti, md, fernando m. Comba, md, and francisco piccaluga, md published by the journal of arthroplasty 32 (2017) 480e486 http://dx.doi.org/10.1016/j.arth.2016.07.032 on 10 august 2016 was reviewed for MDR reportability. The article reports on 5 cases and 3 cases are identified with depuy products with adverse events which are captured individually in complaints. This complaint captures the first case of a 50 year old male with l tha with depuy pinnacle acetabular and corail femoral components and coc bearing surfaces who experienced a fracture of the acetabular insert (liner) 20 months post initial implant with symptom of severe pain and grinding sensation. The article reports most of the fragments of the fractured ceramics were removed. He received a surface change to new coc bearing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.